Event description:
It was reported that the guidewire tip broke and remained inside the patient's body. The target lesion was located in the tibial vessel. A 018/260 platinum plus guidewire was selected for use. During the procedure, it was noted that the tip broke off in the patient and it was unable to be removed from the patient's anatomy. No further patient complications were reported and the procedure was not completed due to unknown reasons.

Event description:
It was reported that the guidewire tip broke and remained inside the patient's body. The target lesion was located in the tibial vessel. A 018/260 platinum plus guidewire was selected for use. During the procedure, it was noted that the tip broke off in the patient and it was unable to be removed from the patient's anatomy. No further patient complications were reported and the procedure was not completed due to unknown reasons.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device returned has a kink at 286.5cm from the distal end. No evidence of coil broken was observed, since the total length of the tip is 300cm approximately. Dimensional inspection revealed that the outer diameter distal end, mid section and proximal section of the device were within specification.